Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device distal end a-rubber bending section was wrinkled and damaged, leak was noted. In addition , the insertion tube , a-rubber was noted to be non olympus. Additionally, evaluation found the image was distorted. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue traced to component failure. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "damage to the distal end of the scope ". The issue was found during an unknown event. The event date was not provided. There was no patient involvement in this reported event. Device inspection found the device displayed a distorted image.